Manufacturer narrative:
(B)(4). Reported event was not confirmed as visual examination of the returned product identified both juggerstitch items have been cycled 2 times and there were no sutures or anchors returned. Forwarded the black buttons on both samples with no issues. The flexible sleeve is extended past the needle tip on sample 1 and to the needle tip on sample 2. Product information verified from returned labels. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: taiwan. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant failed to fire during surgery. There was no reported patient injury as a result of the malfunction. Attempts have been made and there is no further information at this time.